Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the keypad was found to be in tact; no damage was observed. During testing, the complaint of the up arrow, down arrow and ok keypad buttons¿ under-responsiveness was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was no evidence of contamination found under button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Additionally, the battery cap was found to be damaged/stripped and the cap did not fit securely to the pump.